Manufacturer narrative:
A portion of the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient presented due to an inappropriate shock. During review of the lead, noise was noted on the right ventricular (rv) lead along with several anti-tachycardia pacing (atp) and one inappropriate shock. As a result, a lead fracture was suspected. A lead revision was performed; however, the entire lead could not be extracted as it was stuck in the myocardium. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of the lead was returned. The lead was severed 36.5mm from the terminal pin. Visual inspection revealed trilumen insulation damage and exposing conductors approximately 29-30 cm from terminal pin. Due to location and type of damage it was most likely caused by entrapment in the clavicle/first-rib region. No conductors fracture noted on returned segment of lead.